Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a pump replacement through cts, instructed the caller on storage procedures, and provided advice for actions upon receiving the new pump. The customer was informed on how to return the faulty pump using the provided pre-paid label and return box.